Event description:
It was reported a vns therapy patient did not receive any benefit from vns therapy. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Murray, diana & yerby, m. "Efficacy of vagal nerve stimulation on selected patients with intractable epilepsy."